Event description:
Event description cpi received information from a follow-up form (dated june 18, 1997) that this implantable cardioverter defibrillator (ICD) experienced ventricular oversensing. The oversensing was resolved by reprogramming the vt duration. Cpi learned that this device was explanted on august 5, 1997 for oversensing. This device is involved in a product advisory.